Event description:
It was reported that balloon ruptured occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified iliac vessel. A 1.5 mm x 20 mm x 143 cm coyote es balloon catheter was advanced for dilatation. However, on initial inflation at 4 atmospheres for 3 seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.